Event description:
It was reported that balloon rupture and inadequate apposition of stent occurred. The target lesion was located in the anterior descending coronary artery. A 16mmx2.50mm promus premier drug-eluting stent was advanced for treatment. However, during insufflation, the balloon broke at 6-8 atmospheres causing the stent to be inadequately apposed to the lesion. Angioplasty of the anterior descending coronary artery was performed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 2.50 stent delivery system was returned for analysis. The stent was not returned with the device. The balloon cones were reviewed (visually and via scope) and no damage was noted. The balloon was in a deflated state but appeared to have been subjected to positive pressure. A red-blood like substance and hardened media was noted inside the balloon. The device was loaded onto an 0.014 guidewire without issue. An attempt was made to inflate the balloon to rated burst pressure. When positive pressure was applied using encore inflation device the balloon did not inflate due to the hardened substance in the balloon and lumen. The device was placed in the waterbath at 37degrees celsius. The device was removed from the bath and pressure was applied using the encore inflation device. The balloon partially inflated however, liquid was noted leaking from tip and from guidewire exchange port when positive pressure was applied. This indicated a leak in the inner shaft polymer extrusion. Note the encore inflation device was verified before and after use. An examination tactile, visual and via scope of the shaft polymer extrusion identified no kinks or damage identified on the outer shaft polymer extrusion. The inner shaft polymer extrusion was inspected under a microscope with no damage identified. The source of leak could not be identified. A visual and tactile examination of the hypotube found multiple kinks. A examination visual and via scope of the tip identified tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture and inadequate apposition of stent occurred. The target lesion was located in the anterior descending coronary artery. A 16mmx2.50mm promus premier drug-eluting stent was advanced for treatment. However, during insufflation, the balloon broke at 6-8 atmospheres causing the stent to be inadequately apposed to the lesion. Angioplasty of the anterior descending coronary artery was performed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.